Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds that had increased the day after implant. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.